Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). (B)(4).

Event description:
A doctor reported a vacuum/occlusion issue during a procedure. The machine indicates that there is an occlusion outside the eye during chop/quadrant removal stages and the vacuum builds gradually to max with occlusion registering at the maximum point". There was no pt harm reported. Add'l info has been requested.